Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), the patient developed ventricular fibrillation (vf). The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A f/g atlantis sr pro² was used for visualization of the lesion. During the use of this device, the patient developed a ventricular fibrillation. Intervention was given through an electrical shock with a dc defibrillator. The catheter was not removed from the patient during this time. The patient condition improved; however, the imaging catheter was unusable due to the defibrillator shock. According to the physician, the imaging catheter was not responsible for the ventricular fibrillation. The patient originally had no arrhythmia and the cause of the ventricular fibrillation (vf) was unknown. The procedure was completed with another of the same device and patient is in good condition.